Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2024-00549-01 under a different suspect device. The complaint investigation for false nonreactive alinity I hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I hiv ag/ab combo is equivalent to architect hiv ag/ab combo as they share the same bulk reagents. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. It is possible that the sample of (B)(6) 2024 was drawn before seroconversion, and hiv antigen and antibodies were not detectable yet at this timepoint. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I hiv ag/ab combo, lot number 63571be00, was identified.

Event description:
The customer observed false non-reactive alinity hiv ag/ab combo results for a donor sample, donor ID d2407788. The donor was a 32 year old male that initially tested non-reactive for hiv. Two and ½ weeks later he was admitted into the emergency room with symptoms of dehydration and diarrhea. A rapid hiv test(eclia) was ran and the result was positive. The sample was sent to the blood bank and the result was reactive. The following data was provided: initial result(result #1) = 0.046 s/co processed on (B)(6) 2024. Repeat result of initial stored sample = 0.054 s/co processed on (B)(6) 2024. Result #2 (drawn on (B)(6) 2024) 102.635 s/co. Result #3 (drawn on (B)(6) 2024) 68.652 s/co. Result #3 (drawn on (B)(6) 2024) 71.051 s/co. Due to the discrepancy with the previous result, the customer retested the sample from (B)(6) 2024 and the sample repeated nonreactive, 0.054 s/co. The customer stated that the donation was released. The unit was transfused to a 34-year-old male patient with liver cirrhosis. There was no infectious disease transmission information provided regarding the recipient of the blood product. No further impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2024-00549-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false non-reactive alinity hiv ag/ab combo results for a donor sample, donor ID (B)(6). The donor was a 32 year old male that initially tested non-reactive for hiv. Two and ½ weeks later he was admitted into the emergency room with symptoms of dehydration and diarrhea. A rapid hiv test(eclia) was ran and the result was positive. The sample was sent to the blood bank and the result was reactive. The following data was provided: initial result (result #1) = 0.046 s/co processed on (B)(6) 2024. Repeat result of initial stored sample = 0.054 s/co processed on (B)(6) 2024. Result #2 (drawn on (B)(6) 2024) 102.635 s/co result #3 (drawn on (B)(6) 2024) 68.652 s/co result #3 (drawn on (B)(6) 2024) 71.051 s/co due to the discrepancy with the previous result, the customer retested the sample from (B)(6) 2024 and the sample repeated nonreactive, 0.054 s/co. The customer stated that the donation was released. The unit was transfused to a 34-year-old male patient with liver cirrhosis. There was no infectious disease transmission information provided regarding the recipient of the blood product. No further impact to patient management was reported.